Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. The patient advised the device is emitting tones, off and on. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirmed the battery appeared to be depleting normally. Ts advised the error message was triggered due to intermittent magnet application. Ts provided recommendations to investigate why there were magnets near device field; related to therapeutic purposes, clothing, accessories with magnets. The device was reset during a follow up appointment, and no further action is required at this time. The device remains implanted. No adverse patient effects were reported.